Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? Please provide date and surgical findings of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced pain related to the mesh and underwent a re-operation. Total mesh removal and colposuspension were performed. Additional information has been requested.